Manufacturer narrative:
No further information is available on the repair of the bed at this time.

Event description:
The account alleged the bed had a fluid stain on the fire barrier in the back area of the mattress. No injury reported.